Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and myocardial infarction are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3.0 x 38 mm xience sierra stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified and moderately tortuous right coronary artery (rca). A non-abbott guide catheter was placed at the rca and a spiral dissection occurred. No abbott device had been introduced into the patient anatomy at this time. The physician treated the target lesion and a portion of the dissection by implanting the 3.5 x 38 mm xience sierra stent at the proximal to mid rca. As the dissection extended into the distal rca, an additional 3.0 x 38 mm xience sierra stent was implanted, overlapping the first stent, and covering the dissection that extended into the distal rca. Post procedure, the patient was in stable condition. The patient received heparin during the procedure and was treated with dual anti-platelet therapy (brilinta and aspirin). The patient remained intubated post procedure, due to the dissection. Post procedure, st changes were noted on electrocardiogram, and st elevation myocardial infarction was diagnosed. Coronary angiography noted in-stent thrombosis in both implanted xience sierra stents. Aspiration was performed, using an aspiration catheter. It was noted that the dissection extended distal to the distal stent and an additional xience sierra stent was implanted to treat the remaining dissection. Per physician, the dissection was not worsened by the xience sierra stents; instead, it was felt that the original dissection was not seen to be as large as it was and was not fully sealed during the original procedure. Post procedure, the patient was doing well. No additional information was provided.